Event description:
It was reported that the glidewell ht implant failed. The patient's bone type is I. The patient presented on (B)(6) 2025 for a primary procedure on tooth #22. During the implant placement, the provider noted that the implant would not engage, and the connectors kept slipping. The patient has super-dense bone. The device was removed and not replaced.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
Additional data: a3a, b5, d10. Note: the issue was with both the implant and the driver. Partial device from the kit was received. Based on the information provided by the customer, the results are as follows: DHR results the DHR was reviewed for lot#6262291 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for lot#6262291 is not applicable for review since the issue is customer related. Investigation methods/results the implant was returned but not the driver. The implant was verified to be a glidewell ht implant ø4.3 x 13 mm (70-1189-imp0012) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself root cause description a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. Additionally, it is unclear the methods of implant placement used during the initial procedure. Per the reported information, the patient has a history of smoking and diabetes. IFU 570 rev. 7.0 (hahn tapered implant system) contained the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev. 7.0 (hahn tapered implant system) contained the following statement in the implant positioning section: "the implant should be rotated at the time of placement to ensure optimal positioning of the internal hex connection. This will allow the restoring clinician to take full advantage of the anatomical abutment contours and minimize the need for abutment preparation. Adjust the final position of the implant so that any one of the six flats of the internal hex connection is oriented toward the facial." The manufacturer internal reference number is: (B)(4).

Event description:
The issue was with both the implant and the driver. They think the implant torque was too much, so they could not back out. The driver did not engage 100% as the material of the driver wore away and the internal connection, as well of implant, wore away as it stripped. After high torque values, the internal connection stripped.